Event description:
New information noted the patient initially presented in clinic for follow-up. The patient was in stable condition.

Event description:
It was reported that patient presented with atrial lead that was exhibiting noise. No changes or intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.